Manufacturer narrative:
No samples were received for analysis of this complaint. The device history record of reported lot number 4420441 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the patient had only received half of their 5fu treatment. Per reporter, there had been a delay in the patient¿s treatment, as only 24 hours of infusion had been received. There had been no alarms during the infusion, but upon return, a high-pressure alarm was displayed. 5fu with continuous infusion rate of 5 ml/hr and a reservoir volume of 240 ml. The air detector had been off, and the upstream sensor had been on. The length of infusion had been 48 hours, with a lock level of 2. The extension tubing was primed manually. The patient stated no alarms went off during the infusion. No patient harm/adverse event reported.